Event description:
The customer reported that the bellavista 1000 experienced "touch screen not responding to touch inputs." No patient involvement. The customer reported that this is an out of the box failure and has not been installed in the hospital.

Manufacturer narrative:
It was confirmed that there is no patient involvement on this event. The customer reported that this is an out of the box failure and has not been installed in the hospital.

Manufacturer narrative:
The device's user interface was returned to the manufacturer, and analysis reveals the reported event is a clear case of a known issue affecting 6th generation touchscreens. Therefore, root cause has been traced to the soldering process in the manufacture of the component.

Manufacturer narrative:
The device was not returned for investigation, however root cause is attributed to defective component. (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced touch screen not responding to touch inputs. As of this time, there is no information available regarding patient involvement associated with this event.